Event description:
The customer reported that pump alarmed while she was in the pool. Troubleshooting was performed and the device had a blank display.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.